Event description:
It was reported to philips that the device was failing the therapy test. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 25-feb-2022. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.